Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: email.

Event description:
False positive rate of approximately 1% for flu a and b asymptomtic patients. Results confirmed by another rapid antigen assay.